Event description:
A healthcare facility reported that the heater heads of two iw900 infant warmers had cracked at the end. No pt consequence was reported.

Manufacturer narrative:
The complaint devices were not returned for investigation. Cracking of infant warmer heads, due to the use of non-compatible cleaning solutions, is a known problem. However, without the complaint devices, we are unable to determine the cause of the reported fault.